Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
It was indicated that the stem groosely loose at bone to implant interface. Came out when tried to bone tamp the head off. Liner changed too. Doi: unknown, dor: (B)(6) 2020, affected side: left hip.